Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A device history record is not available due to insufficient device data. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, delamination of the valve and white particles inner device. Leak test and microscopic analysis was performed which identified, delamination total of the valve, creases flat and wear abrasion. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted.